Event description:
It was reported there was a revision surgery performed to remove and replace the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported there was a revision surgery performed to remove and replace the implant.

Manufacturer narrative:
Based on statistical evaluation, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.